Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated "the patient underwent CT guided right lung biopsy surgery, and 3 biopsies were taken. The patient developed hemoptysis, and CT re examination showed significant pneumothorax."

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. There were four other complaints related to the lot. After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.